Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. The blower motor was found to be contaminated with dirt and dust.

Event description:
The manufacturer received information alleging a "high minute ventilation" alarm condition occurred. There was no harm or injury reported.